Event description:
During a normal f/u, a warning indicated that the impedance of ventricular lead was over 3000 ohms, which was visible on the ventricular lead impedance curve. However, the pt did not have any noticeable symptom. In addition, the ventricular lead measurement performed during the f/u were normal.

Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.